Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4) the subject rt265 infant dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the subject rt265 adult ventilator circuit (>4l/min) dual heated with mr290 autofeed chamber was returned to fisher & pakyel healthcare in new zealand for evaluation, where it was visually inspected and analysed. Results: visual inspection of the subject rt265 adult ventilator circuit (>4l/min) dual heated with mr290 autofeed chamber showed no physical damage. The leak test confirmed a leak located on the swivel of the circuit. Upon further investigation it was determined that the leak was due to a defect on the duckbill slit. Conclusion: based on the investigation of the device the reported leakage was due to a defect on the duckbill slit on the swivel of the circuit. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The duckbill is visually inspected for defects by squeezing the duck bill to open the hole and ensure a straight through slit during production. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state: "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged.". "Check all connections are tight before use.". "Do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.".

Event description:
A distributor reported on behalf of a healthcare facility in japan that a rt265 infant ventilator circuit (>4l/min) dual heated with mr290 autofeed chamber failed the ventilator leak test prior to patient use. There was no patient involvement.